Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter was embrittled and cracked when the surgeon placed it. As a result the device was replaced with another catheter. It was noted that the surgeon was trying to place the catheter into the ventricular for csf drainage. No broken pieces remained inside the patient. There was no delay in surgery.

Manufacturer narrative:
The ventricular catheter was returned in three separate pieces. Due to this, the catheter could not be tested for patency and leakage. The longest segment was used to perform a tensile test. This segment met the requirements for tensile strength and ultimate elongation. Due to the short length of the returned catheter segments, only the longest segment could be tested. Therefore, the standard deviation of the tensile strength and ultimate elongation could not be calculated. There was damage to one of the ends of the catheter with a length of 5.35 inches and 2.4 inches. The catheter with a length of 1.65 inches had damage to both ends. It is unknown how this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter was embrittled and cracked when the surgeon placed it. As a result the device was replaced with another catheter. It was noted that the surgeon was trying to place the catheter into the ventricular for csf drainage. No broken pieces remained inside the patient. There was no delay in surgery.